Event description:
The manufacturer received information alleging the hw power fail test step had failed on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that the manufacturer's service technician confirmed there was no problem detected on the device. There was no part(s) replaced and/or no repair were made for this issue on the device. The root cause isn't confirmed at this time. The device was retested and passed all final testing. Additionally, during the service of the device, the power cord clamp was replaced for missing on the device, which was unrelated to the reportable issue.